Event description:
The following has been reported: pump alarmed administration alert, staff rebooted and alarm did not clear. Pump was infusing at time of alarm, no patient harm. Staff rebooted pump and it continued to alarm. An initial review of the device logs reveals the following: processor hardware failure (linux core). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint was confirmed through the use of device logs. Som failure could not be reproduced, but as it is known that soms are a recurring issue this will be replaced during the repair process.